Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left internal carotid artery with heavy tortuosity. Pre-dilatation was performed and the 6-8/30 acculink self-expanding system (ses) was positioned at the lesion. During retraction of the sheath, the stent moved 1.5 cm distally; therefore, a new 6-8/40 mm acculink stent was placed proximal, and overlapping the distal stent. The lesion was treated successfully. The final patient outcome was satisfactory and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: nitrix. Other: emboshield nav6. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.